Event description:
It was reported that the lead exhibited a capture anomaly, loss of sensing and greater than 1200 ohms impedance. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.